Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was 95% stenosed and located in the mid left anterior descending artery (lad). An initial attempt was made to balloon and stent the lesion, however the devices were unable to navigate to the lesion. The viperwire guide wire was inserted and two passes of the oad were performed on low speed. The crown was noted to jump through the lesion and was retracted to complete two additional passes on low speed. As the oad was removed, the pressure of the patient decreased. Imaging was performed and a perforation was noted. Balloon angioplasty was performed for one hour in an attempt to resolve the perforation, however the patient was unable to be stabilized and expired.